Manufacturer narrative:
Investigation results indicate a device failure caused by a weld joint failure between the receiver coil wire and the demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. Furthermore the recipient's hearing deteriorated postoperatively, however this was not caused by the device. The recipient has been reimplanted with a cochlear implant. This is a final report.

Event description:
The user reported that the device stopped working some time ago. He is no longer able to hear any sound with the device. The user was no longer within the indication criteria for the device and was re-implanted with a cochlea implant.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered. This is a final report.

Event description:
The user reported that the device stopped working some time ago. He is no longer able to hear any sound with the device. Due to the current audiological condition, the user will be re-implanted with a cochlea implant.

Event description:
The user reported that the device stopped working some time ago. He is no longer able to hear any sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.